Manufacturer narrative:
Initial reporter name and address: address: (B)(6). The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of leakage. Device evaluation found pinhole on a-rubber (bending section) causing leakage (watertightness is lost ). Furthermore, device evaluation found auxiliary water supply direction failed. This is due to blockage of the auxiliary channel at the distal end. Foreign material found blocked in the auxiliary channel, causing blockage in the channel. Distal end (d/e), control unit, grip, right/left knob, up/down knob, switch box, s-connector observed to be dirty. A-rubber has clotting protein noted. Additionally, the following findings during device inspection were noted: nozzle is missing. Objective lens has a chip. Light guide (lg) lens has a crack. Adhesive on a-rubber is detached. Connecting tube has a wrinkle. Connecting tube has discoloration. S-cover has a scratch. Universal cord has discoloration. Universal cord has a scratch. S-connector has a scratch. Sc cover unit has a scratch. Angulation is out of specification. Play in angulation noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "a-rubber leakage" .the issue found during an unknown event. There was no patient harm, no use injury reported . Device evaluation found blockage of the auxiliary channel with foreign material. Distal end (d/e), control unit, grip, right/left knob, up/down knob, switch box, s-connector observed to be dirty. A-rubber has clotting protein noted. This report is being submitted for blockage in the auxiliary channel due to foreign material and dirt on distal end and other parts of the scope (handling issue, insufficient cleaning/reprocessing issue ).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the auxiliary water channel was clogged with foreign material, however, the specific material could not be identified. Additionally, dirt was found on the device. It is likely these reported issues occurred because reprocessing steps were not fully performed at the user facility due to the discovered device nonconformities (leakage). Olympus will continue to monitor field performance for this device.